Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that blood glucose of 42 mg/dl was experienced before the insulin pump alarmed sensor error. The customer treated with orange juice and the blood glucose went to 217 mg/dl. Customer called to request a new transmitter.